Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections"), device expulsion ("right-sided coil partially projecting into the uterine cavity") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, paraesthesia and carpal tunnel syndrome. In february 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device expulsion, genital haemorrhage, weight increased and dyspareunia outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered dyspareunia, genital haemorrhage, pelvic infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patent's medical record: right-sided coil partially projecting into the uterine cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New event added- right-sided coil partially projecting into the uterine cavity. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, genital haemorrhage, weight increased and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic infection and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.